Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6)) revealed that the conductors were broken; 37.8 cm from the distal end of the lead. Analysis of the lead (s/n: (B)(6)) revealed that the conductors were broken; 39.5 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-17400 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable neurostimulator (ins) spinal cord stimulator (scs) experienced malfunctions, including inconsistent ability to turn stimulation off/on and activate MRI mode. The patient reported that these functions sometimes worked and sometimes did not. The patient's surgeon wanted to explant the scs but wanted to do an MRI first. No patient complications have been reported as a result of this event. It was reported the ins and leads were explanted on (B)(6) 2025. Additional information was received from the patient (pt). Pt reports their device was replaced. Additional information was received from the manufacturer representative (rep). Rep provides a screenshot showing high impedances, specifically impedance values between 37390 and 40,000 when using reference electrode 4.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead product ID 97791 product type accessory product ID 97791 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The explanted devices were returned to manufacturer.

Event description:
(B)(6) 2025 (B)(6) (con): information was received from a patient's representative regarding an implantable neurostimulator. The reason for the call was the caller stated that like a week ago, they started getting an error message on the controller that says settings not available on group b. Caller stated they were able to increase the intensity in the past but now they are not able to increase it at all on all of additional information was received from the manufacturer representative (rep). It was reported that the rep spoke with the rep who was present at this patient¿s post-op on (B)(6) 2025 and there were no impedance issues noted at that time with the patient¿s new scs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for the call was the caller stated that like a week ago, they started getting an error message on the controller that says settings not available on group b. Caller stated they were able to increase the intensity in the past but now they are not able to increase it at all on all of the 3 groups. Caller mentioned that the patient has 3 groups a, b, and c and a couple of days ago groups a and c started showing the same message. Caller mentioned they can decrease but cannot increase. Caller clarified even when they just tried switching from one group to another the message settings not available would show. Caller added they can charge the implant fine. The caller was redirected to their healthcare provider to further address the issues. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. 0- reference, (B)(4). Patient getting can¿t deliver therapy on controller. The patient had a loss of stimulation. Rep changed programming to achieve stimulation again. Patient stated lost over 100lbs. Thought battery site was now loose <(>&<)> maybe cause of impedances. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.